Manufacturer narrative:
Correction: the event date should have been (B)(6) 2022 rather than (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was noted that the plastic distal end cover was burnt and melted, and water was leaking from the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to date received by MFR of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
During inspection and testing, service found the jet channel was clogged with foreign material due to insufficient cleaning. The reported issue (leaks) was partially confirmed during testing. The scope connector leaked due to a crack in the resin. In addition, the auxiliary water inlet cap was missing, the light guide cover lens was chipped due to handling, the adhesive on the lens was chipped due to handling and clouded white, the distal end cover was burned due to high energy accessories being used without ensuring sufficient distance from the distal end, the connecting tube was wrinkled due to handling, the plug unit was cracked due to handling, and there was play in the angulation due to elongation of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, an air leak was detected at the connector and working channel of the subject device. The customer stated the device was not exposed to x-ray or ultraviolet light. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the jet channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.